Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high thresholds. The ra lead remains in use. It was also reported the patient's cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.